Event description:
The customer reported that there was a speaker malfunction error message on the monitor's display screen. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that there was a speaker malfunction error message on the monitor's display screen. No pt harm was reported. In a two month period philips received a small number of complaints reporting premature speaker failure in the vs3, vm4, vm6 and vm8 suresigns pt monitors. These failures triggered a formal investigation in to the issue and the issuing of field safety notice (B)(4) and field change order (B)(4). Prior to the issuance of the fco, the philips solution center (sc) shipped the customer a replacement main board to attempt to resolve the issue however subsequent service notes confirm that the mandatory actions required in the fsn/fco are being taken for this device. This device has also been confirmed as being on the units affected list (ual) for this fco. On (B)(6) 2011, philips healthcare notified the FDA of this mandatory field action. No further investigation/action is warranted at this time.